Manufacturer narrative:
A4-a6:unk. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vicm512.1 implantable collamer lens of -13.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2023, the lens was exchanged for a longer length lens due to low vault and lens opacity asc that was observed on (B)(6) 2023. The problem was resolved. The cause of the event is unknown.

Manufacturer narrative:
Claim#: (B)(4).